Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(6). (B)(4). Investigation results: one lighttrail reusable 270um laser fiber was received for evaluation. Visual analysis revealed that the exposed glass tip measured approximately 2.0 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip detached. Functional analysis revealed that upon attachment, the console gave error 1103 - fiber identification failed. Please change fiber. The condition of the returned fiber confirms the event. The noted damages indicate the complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a lighttrail reusable 270um laser fiber was to be used during a furs procedure performed on an unknown date. Reportedly, the fiber was used two or three times prior to this event. According to the complainant, during preparation and outside the patient, it was noted that the laser fiber was not recognized by the console. The procedure was completed with another lighttrail reusable laser fiber. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber tip detached.